Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission on (B)(6). Upon review, the patient¿s implantable cardioverter defibrillator exhibited a charge time-out alert. The clinician noted that the same alert had been transmitted by the patient¿s device two to three times over the past year. No patient symptoms have been reported.